Manufacturer narrative:
Product analysis result: visual microscopic hardness visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery,the shaft broke. The product came in contact with the patient. There were no patient complications as a result of event.